Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (500 mcg/ml at 94 mcg/day) via an implantable pump. It was reported that the strain relief/transition tubing near the connector during the in-line pressure leak test.

Manufacturer narrative:
Pli 10: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the perf ormance of the catheter. Pli20: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 30: analysis identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.